Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock lead impedance. Boston scientific technical services discussed to see if gradual rise was possible calcification versus sudden change for possible fracture. To date, this rv lead remains in service. No adverse patient effects were reported.